Event description:
It was reported that the pt attended the clinic on thursday (B)(6) 2012, after not wearing his external speech processor since 2006. The audiologist was doing troubleshooting and found that the device had malfunctioned. The pt has been a non-user for many years and had limited benefit. He gets no sound from the device now. He also denies any head injuries. The external equipment was checked and found to be functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.